Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, the reported event can be attributed to saline entering into the electrode during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the connection between the electrode and cable was observed to be smoking and charring with burnt marks. It was reported that the smoke had a burning smell. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.